Event description:
It was reported that multiple cartridges had damaged pigtails with kinks, affecting five cartridges over the past month, and caller was unsure if tubing had been pulled. There was no adverse impact to the customer¿s blood glucose level. Caller changed cartridge, successfully resumed insulin therapy, and cartridge was not returned, with caller confirming understanding of the resolution.